Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer used an alternate therapy to ensure continuous insulin delivery, acknowledged receiving a field correction notice, and followed instructions to return the faulty pump. Technical support arranged to replace the pump.